Manufacturer narrative:
(B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0001825034 - 2018 - 01361, 0001825034 - 2018 - 01368, 0001825034 - 2018 - 01370. Concomitant: 195919 vgxp intlk femoral lt 57.5 lot 050320; 195809 vgxp xp e1 tib brg ll 11x63 lot 811970; 195879 vgxp xp e1 tib brg lm 11x63 lot 811110. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Device remains implanted.

Event description:
It was reported in the study the patient had moderate and severe pain, ambulation difficulties, trouble performing normal activities, loss of range of motion, limping, feelings of knee instability. No further information has been made available at this time.